Event description:
During a cardiopulmonary bypass procedure, the molded plug end which plugs into the hospital receptical was found to be broken. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.